Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged light fibers, minor debris under the light guide cover glass, a loose/gaping video connector, and light transmission failure. A definitive root cause could not be identified. Based on the investigation's results, the malfunction was likely caused by the following: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video telescope had no image issue. There were no reports of patient harm.